Manufacturer narrative:
The pt remains on lvad support. The explanted device was returned to the MFR, and is currently being analyzed. No further info is available at this time.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced the pump pausing intermittently and a low beat rate. In addition, periodic alarms were received for more than ten days, including yellow wrench and red heart alarms. Waveforms and vent filter analyses revealed fluid ingress and evidence of lower main and cam follower bearing wear. The pt has a history of variations in blood pressure, including hypotension and hypertension. A decision was made to replace the lvad with another lvad.